Event description:
It was reported that the pump module had air in line alarm and unable to resolve. Clinician attempted to replace module, however alarm persisted. Clinician replaced the pcu in order to solve the issue. This was generalized feedback with no specific events mentioned and no specific devices. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.